Manufacturer narrative:
The philips customer repair center confirmed the failure, and remedied it by replacing the ECG connector.

Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.